Event description:
Complaint coordinator reports one incident of a blood leak with the psn 140 dialyzer. Blood leak was noted by the dialysis machine's blood leak alarm. Treatment was resumed with a new dialyzer. No patient injury or medical intervention to report per complaint coordinator.